Event description:
It was reported that this was a venotomy closure of the right common femoral vein using prostyle devices after an atrial fibrillation pulsed field ablation procedure using a 10f sheath. Reportedly, a suture break occurred with two prostyle devices when the plunger was pulled out. The suture of a third prostyle device did not release as designed, it was stuck in the o-ring. The suture knot unraveled as the device was removed from patient. Hemostasis was eventually achieved using two new prostyle devices. However, 8 hours later, when the patient was at home following discharge, the patient experienced venous bleeding. The patient called an ambulance and was taken back to the hospital. A non-abbott pressure-assisted device was placed on the groin for the bleeding. The groin was fairly bruised but the patient was reportedly going home that same day. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely there was a malposition of the device as this would account for a cause as to why the suture did not release from the bearing and why the suture came out of the anatomy. By pulling on the suture loop the rail will pull out of the preformed knot releasing the suture from the bearing. The malposition is likely related to use of the device in the vein which provides a minimal mark. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.